Manufacturer narrative:
The hill-rom technician indicated the latch was broken. He replaced the latch and screws to resolve the issue.

Event description:
Information received indicated the right foot side rail would not latch.